Manufacturer narrative:
Catheter: model: 8703, lot # j94142130, implanted on: unk, explanted on: (B)(6) 1996.

Event description:
Additional information: per the hcp this was not a reportable incident; patient was unable to make appointment due to illness and he was unable to find a ride to clinic.

Event description:
It was reported that the patient was supposed to be in for refill on (B)(6) 2011; hcp (healthcare provider) had not been able to get in touch with the patient. It was stated that the patient lived on a reservation and there were no phones and the patient didn't have transportation. The pump flow rate was 0.88 ml day; "pump would be empty according to numbers". Hcp was to continue to try and reach the patient. Drug delivered via the pump was baclofen 2000mcg/ml at a daily dose of 1758 mcg. A follow-up report will be sent when additional information becomes available.